Event description:
Feeding tube inserted as directed in instructions. When attempting to pull guidewire, plastic broke off end, guidewire frayed and broke. This malfunction occurred with two different pts with two occurrences per pt.